Event description:
Review of the manufacturer¿s programming/diagnostic history database revealed that high lead impedance was found on (B)(6) 2012 on system diagnostics which was prior to the date of explant for the generator on (B)(6) 2012. The patient had generator replacement on (B)(6) 2012 due to near end of service, neos=yes. The diagnostics with the replacement generator were within normal limits. The lead was not replaced at that time. It is unclear if the high impedance was prior anytime prior to the generator explant. It was previously reported that the patient¿s depression was returned which was attributed to the generator reaching end of service. It was reported that the patient had been started on some new medications plus an antipsychotic because the patient indicated that he "can't go back to the bad depression" where he was suicidal. Per the surgeon, there were no causal or contributory programming changes, medication changes, or other external factors precede the onset of the increase in depression. Attempts to obtain additional information from the treating physician have been unsuccessful to date. Analysis for the generator was completed, and the near-end-of-service (neos) indicator was set to yes. The pulse generator module performed according to functional specifications.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of the generator device history records confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
Suspect medical device, corrected data: the initial report inadvertently reported the incorrect suspect medical device. Device evaluated by MFR, corrected data: the initial report inadvertently reported the incorrect suspect medical device, and therefore, the device evaluation was not reported in this field. Device manufacture date, corrected data: the initial report inadvertently reported the incorrect suspect medical device, and therefore, the date was reported inaccurately. Evaluation codes, corrected data: the initial report inadvertently reported the incorrect suspect medical device, and therefore, the conclusion codes were not fully reported.

Event description:
Operative notes from the date of generator replacement on (B)(6) 2012 were received. The history reported that the patient experienced tremendous relief of his depression with vns therapy. "Battery life had worn down and he started to have return of symptoms." Therefore, the patient was referred for generator replacement. The clinic notes reported that the "lead was interrogated and the new pulse generator was interrogated, making sure that the pulse generator was functioning properly. The pulse generator was then placed into the pocket." Therefore, it appears that it was confirmed that the system was functioning properly at that time. It appears likely that the system diagnostics that resulted in high lead impedance on the date of explant was with the lead disconnected from the generator, and therefore, high lead impedance would be expected.

Manufacturer narrative:
Relevant tests/laboratory data, corrected data: the initial report inadvertently reported the battery status indicator incorrectly.